Manufacturer narrative:
Additional information: section b5 - second paragraph. Section e - prefix, first and last name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34, the valve was initially deployed to 80% but was positioned too high. This necessitated recapturing and redeploying the valve; however, an infold in the valve frame was observed on fluoroscopy. The valve was subsequently recaptured and withdrawn from the patient, and a new valve was used for implant. No patient complications have been reported as a result of this event. Additional information was received indicating that a misload was not identified during loading and a procedural delay did not occur because of the infold. Furthermore, according to the physician, the patient's anatomy did not contribute to the infold.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34, the valve was initially deployed to 80% but was positioned too high. This necessitated recapturing and redeploying the valve; however, an infold in the valve frame was observed on fluoroscopy. The valve was subsequently recaptured and withdrawn from the patient, and a new valve was used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0011834595); product type: 0195-heart valves; product ID: l-evolutfx-34 (lot: 0012229292); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.